Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the stapler was loaded with ecr60g for the first fire. The stapler stopped at the end of fire and did not retract automatically. The surgeon used the reverse knife blade function to return the knife. The stapler was then opened, reload removed, and the anvil was clean and then loaded with another green reload. The stapler would not fire. The surgeon then removed the stapler and asked for a new stapler to complete case. All staple lines were inspected and staples formed properly. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m53j1n. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. However a test battery pack was used to test functionality of the device and the bulkhead contacts were noted to be slightly closed, therefore not making contact with the battery pack. No conclusion could be reached as to how the bulkhead contacts became damaged however, as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.